Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. No device malfunction identified. At this time, it cannot be determined if the device may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to arthrex. Additional information has been requested but not made available. Lot number was not provided so device history record review cannot be performed. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device reported to be discarded.

Event description:
It was reported that ten days post-op from a laterjet procedure, the patient was seen for a post-op follow-up visit up and it was noticed that the ar-7000-34, 3.75mm x 34mm partially threaded cannulated screw had broken. The patient underwent a revision surgery on (B)(6) 2017 to explant the broken screw. The explanted screw was replaced with another manufacturer's screw.